Manufacturer narrative:
The customer repaired the system, replaced the vertical lift power supply.

Event description:
Customer reported problems with the vertical lift power supply. No pt injury was reported.